Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: plastic distal end cover insulation needs attention; control knob movement had up/down play; distal end plastic cover had dents and scratches; objective lens had peeling in cement, nozzle clogged; bending section cover or distal sheath rubber glue had a crack; air/water supply nozzle was clogged; and light guide tube had a minor buckle and had a surface scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, no air/water flow, air not functioning. The issue occurred during preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle was clogged. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.